Manufacturer narrative:
Other device used: catalog #00434904006, trabecular metal reverse liner, lot #61972667. No device or photos were received; therefore the condition of the device is unknown. Device history records review indicates that all devices from the lot were manufactured to specifications. This device used for treatment. A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.(B)(4). Other device used: catalog #00434904003, tm reverse liner, lot #61972667. This report will be amended when our investigation is complete.

Event description:
It is reported a patient was revised due to dislocation.